Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 24 hours with multiple basal rates. No blank display or damage inside pump noted. The device did function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, an error test and the entire operating current test were normal. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped suddenly without any alarms. The customer declined to provide their blood glucose level. Nothing further was reported.